Event description:
It was reported that during a secondary infusion of potassium 20 meq programmed utilizing the guardrails to infuse at a rate of 131ml/hr. With a vtbi of 262ml; the rn noted that the drip chamber was filling up fast as if the IV was free flowing and was not on the pump module. The rn notified the medication safety pharmacist, who also witnessed the free flow of the IV fluid. The primary bag was hung below the secondary infusion. There were three modules attached and infusing. To the left of the pcu parenteral nutrition was infusing. To the right of the pcu an IV main fluid was infusing and to the far right of the pcu kcl was infusing. The rn replaced all the devices. There was no patient impact.

Manufacturer narrative:
Functional testing, water test and dimensional analysis of previous complaints with the failure mode of ¿backflow/failed check valve¿ were performed (by the check valve supplier) to evaluate check valve functionality and component dimension specifications. The sample was also subject to re-inspection by the automated inspection system. Previous testing has shown that a particulate, off-center membrane or disc pinch can cause a valve to remain open allowing backflow to occur. The root cause of the hole discovered during visual inspection was not identified.

Manufacturer narrative:
The customer¿s report of free flow could not be confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a hole was observed on the distal end. No other abnormalities were observed. Review of the pcu error log showed no errors recorded on the reported event date. Analysis of the pcu event log showed, on the reported event date, the pcu was powered on at 9:15 am and same patient and same profile (med/surg) were selected. The returned device (sn (B)(6) was infusing ivf (drugid=21) at a rate of 25 ml/hr as a primary infusion when at 2:01 pm, the device (B)(6) was selected and programmed a secondary infusion of potassium chloride (drugid= 209) at a rate of 125 ml/hr (20meq/250 ml; vtbi= 250 ml). At 2:02 pm, the device (B)(6) was channeled off. At 2:14 pm, the device (B)(6) was selected and the primary infusion was restored at a rate of 25 ml/hr. At 2:15 pm, the device (B)(6) was selected and programmed a secondary infusion of potassium chloride (drugid= 209) at a rate of 125 ml/hr (20meq/250 ml; vtbi= 250 ml). Less than one minute later, the device (B)(6) was paused. At 2:17 pm, the device was channeled off. At 2:26 pm, the pcu was channeled off. Total primary volume infused between 2:01 pm and 2:17 pm= 0.438 ml. Total secondary volume infused between 2:01 pm and 2:17 pm= 0.942 ml. Functional testing confirmed backflow. Rate accuracy testing found the device operating in specification(s). Concentricity testing was performed and the pumping segment was found to be in specification(s). The root cause of the reported event of free flow was identified as a backflow issue due to a faulty check valve. The root cause was not determined.

Event description:
It was reported that during a secondary infusion of potassium 20 meq programmed utilizing the guardrails to infuse at a rate of 131ml/hr. With a vtbi of 262ml; the rn noted that the drip chamber was filling up fast as if the IV was free flowing and was not on the pump module. The rn notified the medication safety pharmacist, who also witnessed the free flow of the IV fluid. The primary bag was hung below the secondary infusion. There were three modules attached and infusing. To the left of the pcu parenteral nutrition was infusing. To the right of the pcu an IV main fluid was infusing and to the far right of the pcu kcl was infusing. The rn replaced all the devices. There was no patient impact.

Manufacturer narrative:
The customer¿s report of free flow could not be confirmed in the logs. However, backflow was observed. The primary set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a hole on the distal end of the primary administration set. Physical inspection noted device to be in poor condition. The instrument seal was observed broken. Dried fluid observed on the (right) female iuis, (left) male iuis, inside door, under the left (female) iui, under the right (male) iui, inside rear case, and under the membrane frame. Crack observed on the lower hinge, inside door at upper hinge, and on the screw hole of the membrane frame. Iui bracket was observed missing a broken retainer tab. Bezel observed in fair condition. Review of the pcu error log showed no errors. Analysis of the pcu event log showed, on the reported event date, the pcu was powered on at 9:15 am and same patient and same profile (med/surg) were selected. The suspect device (sn (B)(4)) was infusing ivf (drugid=21) at a rate of 25 ml/hr as a primary infusion when at 2:01 pm, the suspect device (sn (B)(4)) was selected and programmed a secondary infusion of potassium chloride (drugid= 209) at a rate of 125 ml/hr (20meq/250 ml; vtbi= 250 ml). At 2:02 pm, the suspect device (sn (B)(4)) was channeled off. At 2:14 pm, the suspect device (sn (B)(4)) was selected and the primary infusion was restored at a rate of 25 ml/hr. At 2:15 pm, the suspect device (sn (B)(4)) was selected and programmed a secondary infusion of potassium chloride (drugid= 209) at a rate of 125 ml/hr (20meq/250 ml; vtbi= 250 ml). Less than one minute later, the suspect device (sn (B)(4)) was paused. At 2:17 pm, the suspect device was channeled off. At 2:26 pm, the pcu was channeled off. Total primary volume infused between 2:01 pm and 2:17 pm= 0.438 ml. Total secondary volume infused between 2:01 pm and 2:17 pm= 0.942 ml. Functional testing confirmed backflow. The pump module was operating in specification. Concentricity testing found the pumping segment to be in specification. The root cause of the reported event of free flow was identified as a backflow issue due to a faulty back check valve. The cause of the faulty check was not identified.

Event description:
It was reported that during a secondary infusion of potassium 20 meq programmed utilizing the guardrails to infuse at a rate of 131ml/hr. With a vtbi of 262ml; the rn noted that the drip chamber was filling up fast as if the IV was free flowing and was not on the pump module. The rn notified the medication safety pharmacist, who also witnessed the free flow of the IV fluid. The primary bag was hung below the secondary infusion. There were three modules attached and infusing. To the left of the pcu parenteral nutrition was infusing. To the right of the pcu an IV main fluid was infusing and to the far right of the pcu kcl was infusing. The rn replaced all the devices. There was no patient impact.